Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (10 mg/ml at 0.5 mg/day) via an implantable infusion pump. The pump&#62688;indication for use (IFU) was noted as spinal pain. The hcp reported that the pump had been empty for approximately 1 year and the pump was being refilled with a lower drug concentration and marcaine was being added on (B)(6) 2016. The hcp attempted to do a bridge bolus, but couldn&#62752;program a bridge bolus at the needed dose (0.2 mg/day). The hcp elected to program the pump to minimum rate. No symptom was reported. Additional information was received from the managing hcp. The hcp indicated that the empty pump occurred in (B)(6) 2016. The alarm log was reviewed and the pump rate was set to minimum rate. Catheter aspiration was ordered. The hcp stated that the empty pump was a device issue, the real cause couldn&#62752;be determined, and that it could be that the catheter that linked the pump with the spinal cord had been eroded. The patient was referred to a neurosurgeon for pump replacement. A supplemental report will be submitted if additional information is received.

Event description:
The event date that was provided is an approximate date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.